Event description:
"Caller alleged discrepant results compared with the lab. Results as followed:" date: (B)(6) 2011, inratio: 6.4, lab: 4.0. The pt took their last dose of coumadin on (B)(6). The time between testing was two hours and the pt's therapeutic range is between 2.0 and 3.0. The pt is taking flonase and hydrocortisone.

Manufacturer narrative:
Investigation pending.